Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, the access line post pump was observed perforated inside the screwed connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that external fluid leakage was observed from ¿component that connect with the access line and the blood pump part¿ of a prismaflex tpe2000 set. The leak was observed while priming the set prior to patient use. There was no patient involvement. No additional information is available.